Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 leads. Model: sc-2218-50. Serial/lot: (B)(4), description: linear st lead.

Event description:
It was reported that the patient underwent an explant of their entire system due to inadequate therapy and pain at the ipg pocket site.

Event description:
It was reported that the patient underwent an explant of their entire system due to inadequate therapy and pain at the ipg pocket site.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.